Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. No status of the patient has been provided. The device will not be returned for evaluation because it was discarded by the hospital. The bentall procedure was to correct rupture of the annulus. It is unknown what caused the rupture. However, the replacement device was one size smaller suggesting the surgeon had implanted a too large valve. The health care provider has indicated that this explant was not due to a malfunction of the device. The information was provided to our (B)(4).

Event description:
A 21 mm valve was explanted after an implant duration of 19 days to facilitate a bentall procedure to correct bleeding from the aortic annulus caused by 'vulnerable annulus'. On (B)(6) 2013, a magna ease valve, model 3300tfx21mm, was implanted. On (B)(6) 2013, the valve was explanted and replaced with a smaller magna ease valve, model 3300tfx19mm for bentall procedure. Initial information was learned through (B)(6). Through follow up with the customer, it was learned the device will not be returned for evaluation because it was discarded at the hospital.

Manufacturer narrative:
Through follow up with the health care provider, it was learned that this explant was done to allow for a bentall procedure and not due to a malfunction of the device. The customer has confirmed there was no injury to the patient caused by or related to the edwards lifesciences device.